Event description:
The user facility reported that the washer leaked causing flooding to nearby areas. No injuries to hospital staff or patient were reported.

Manufacturer narrative:
A steris service technician went on-site, inspected the washer and found the water line was not attached to the valve on the pure water tank of the washer and the hose clamp was loose. The technician reattached the line, replaced the hose clamp, tested the washer and returned it to service. The technician was unable to verify the quantity of water as it had been cleaned up prior to his arrival on-site. The technician reported the customer continued to use the washer after the leakage was initially noted, which resulted in the reported flooding. The washer was manufactured in 1997 and steris recommended the user facility replace the washer given its age, as the expected useful life of the washer is 15 years.